Event description:
The customer reported the ventilator failed hardware testing. The ventilator was not in use on a patient at the time of the reported problem therefore there was no patient involvement or harm. The manufacturer's service technician confirmed the customer reported problem. The service technician replaced the power supply to correct the findings. Failure analysis of the power supply at the factory revealed an open 10 amp fuse. The open fuse may cause a loss of valve operation in the ventilator and go vent inop if it were to occur during use. Extended self testing (est) and applicable final testing was completed and all tests passed per operating specifications.